Manufacturer narrative:
Corrected data: b1: adverse event added and product problem omitted for correction. B2: required intervention to prevent permanent impairment/damage added for correction. H1: serious injury added and malfunction omitted for correction. H6: 4627 added and 2199 omitted for correction. Additional information: d9: 10-jan-2023. G3: 02/24/2023. H3: device evaluation: returned product evaluation found the lens returned in liquid in a vial. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -7.50/1.5/113 (sphere/cylinder/axis) implantable collamer lens had torn and could not be used. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.